Event description:
It was reported that during a ptca treatment procedure involving a very calcified and 99% stenotic lesion in the apical portion of the lad coronary artery, the maverick monorail balloon would not hold pressure at 6 atmospheres on the initial inflation and backflow of blood into the inflation device was noted. It was also noted that despite predilatation of the lesion, resistance was met with insertion and removal of the maverick monorail balloon catheter. The patient was asymptomatic during this event. The maverick monorail balloon was removed and replaced with another catheter to successfully complete the procedure. A getz brothers neo's asshi-intecc guidewire (size unknown) and a 6f medtronic zuma2 guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Patient status is reported as 'good'.